Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this this implantable cardioverter defibrillator (ICD) detected high out-of-range pace impedance measurements and high threshold measurements on the right ventricular (rv) lead. A lead fracture was suspected but was not confirmed by x-ray. No adverse patient effects were reported.